Event description:
"On or about (B)(6) 2002", a sparc sling system was implanted to treat plaintiff's stress urinary incontinence. Plaintiff's attorney has alleged that "after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, scarring, urinary difficulties, dyspareunia," and other injuries. Also alleged, "plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.